Event description:
It was reported during use the relion® insulin syringe hub separated from the device. The following information was provided by the initial reporter: the customer noticed the needle hub separated when removing shield. Customer states the shield was difficult to remove.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) 0.5ml insulin syringes from an open polybag from lot 9203939. Consumer reported that the needle hub separated when removing shield and shield was difficult to remove. Both returned syringes were examined and it was observed that one syringe exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. The other syringe was tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 3.57 the tested syringe tested within specification. A review of the device history record was completed for batch# 9203939. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837138] noted that did not pertain to the complaint. There was one (1) notification [200837053] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #74054 was created for high shield pulls. The carrier shafts required oiling. Corrective action: oiled the carrier shafts.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the relion® insulin syringe hub separated from the device. The following information was provided by the initial reporter: the customer noticed the needle hub separated when removing shield. Customer states the shield was difficult to remove.